Event description:
A jackson pratt drain was inserted in surgery on 1/16/92. On removal of the drain on 1/20/92 it broke. The patient was returned to surgery for removal of the retained drain. Drain was sent to ecri for evaluation and manufacturer was notified. It was concluded this drain most likely failed because it was pulled very hard, but local weakness may have been contributorydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors, incorrect technique/procedure, tubing. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.